Event description:
Boston scientific received information that two days post implant, this patient expired. The health care professional (hcp) called boston scientific technical services (ts) and reported still seeing pacing on the monitor. The hcp inquired if they needed to take any action. Ts noted no action was required. There was no device allegations reported. Additional information was received from the field that the cause of the patient's death was not communicated to the field representative. The field representative did interrogate the device with the physician the morning before the patient expired and there was no issues or complications. It was reported that there was no apparent connection between the pacemaker implant and the death of the patient. The device will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.